Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The overall baseline gender characteristics is male; the age of the patients was approximately 62 years old. A one to one correlation could not be made with unique product lot/serial numbers. The model listed in the report is a representative of the model family, as there is no specific model listed. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: "his bundle pacing-is it the final frontier of physiological pacing? A single centre experience from the indian sub-continent." Indian heart journal. 2020. 72, 160-165. Https://doi.org/10.1016/j.ihj.2020.05.011. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding his bundle pacing. The article reported three patients that had lead displacements within the first 24 hours following implant which required repositioning. The status/ disposition of the leads is unknown. No patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.